Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for multiple samples. The following example data was provided: initial result = 0.0 uiu/ml, repeat = 3.4328 uiu/ml. The sample was repeated after the physician questioned the result. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase complaint activity. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations associated with lot number 51661ud01 and the complaint issue. The overall performance of architect tsh was reviewed using field data from customers worldwide. The median population result for lot 51661ud01 is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent for lot 51661ud01 was identified.

Event description:
The customer observed falsely depressed architect tsh results for multiple samples. The following example data was provided: initial result = 0.0 uiu/ml, repeat = 3.4328 uiu/ml. The sample was repeated after the physician questioned the result. No impact to patient management was reported.